Event description:
An adverse event was reported to sunrise medical on (B)(6) 2013, involving a quickie 2 new wheelchair via notice of service of process. The documents state that the end user was propelling in her wheelchair from her car to her home when the wheelchair tipped forward throwing the end user to the ground. The end user sustained a fracture to her right femur. Additional info isn't available at this time due to legal involvement.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.